Manufacturer narrative:
Visual inspection found that all devices exhibited a channel that would likely lead to a breach of sterility. The devices failed dye leak testing due to the channel and the channel lead to a breach of the sterile barrier. The channels were likely caused by an angled seal during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. There have been 4 complaints with a quantity of 6 devices for this lot number and failure mode within the past two-years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding (B)(4) devices for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; it is standard medical practice to inspect and/or test all medical equipment prior to use.

Manufacturer narrative:
The reported 138102, needle tip electrode, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor rejected the 138102, needle tip electrodes for insufficient heat seal. In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.